Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call, the insulin pump was exposed to fluids and now the buttons aren't responding. She changed the battery and the device was just counting up. Customer's blood glucose was 200 mg/dl. Customer jumped into the ocean with the device one. Troubleshooting was performed and it was found the device had a loud beep. It was unknown if the device had alarmed button error since she is unable to navigate through the menu on the device. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump was received with blank display anomaly and constant watchdog alarm due to moisture damage on all electronic assemblies noted. The insulin pump was unable to perform displacement test or pump self-test due to blank display anomaly and constant watchdog alarm. The insulin pump was unable to verify counting up of numbers due to blank display anomaly and constant watchdog alarm. The insulin pump had minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. The insulin moisture damage on motor assembly noted.